Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said that the clip appliers fire, don't fire, and sometimes come out bent. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.